Event description:
Vuepoint oct system with polyaxial screws was implanted in the cervical spine of a (B)(6) male patient diagnosed with myelopathy. Post-operative instructions reportedly included "intense range of motion exercises." At 4-week follow-up, radiographs exhibited screw breakage. Surgeon acknowledged the exercises should not have been prescribed and has since modified the pt's post-operative instructions. No surgical revision is planned at this time.

Manufacturer narrative:
The device has not been explanted and no direct eval of the product is possible at this time. Labeling review notes the following: "the use of polyaxial screws is limited to placement in the upper thoracic spine (t1-t3) in treating thoracis conditions only. They are not intended to be placed in the cervical spine". "Potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury." A follow-up report will be made if additional info is acquired.